Manufacturer narrative:
The customer reported that the cns (central monitoring system) had error message "protect keys are not connected". When the registration folder was opened and the device was accessed a (B)(4) screen appears. After navigating (B)(4) the application came on. The customer was provided with a new hard drive. The cns is presently functioning. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the cns (central monitoring system) had error message "protect keys are not connected".